Event description:
It was reported that during the lead pull, one of the patients leads were fractured and severed leaving six contacts in the patient's body. It was confirmed under fluoroscopy that the distal end of the lead and the contacts are not in the epidural space but in the soft tissue of the patients low back. Additional information was received that the remaining contacts had been removed from the patients body. The leads were discarded by the medical facility.

Event description:
It was reported that during the lead pull, one of the patients leads were fractured and severed leaving six contacts in the patients body. It was confirmed under fluoroscopy that the distal end of the lead and the contacts are not in the epidural space but in the soft tissue of the patients low back.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7199687.